Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she had a blood glucose reading at a constant 600 mg/dl the day prior. The blood glucose reading at the time of the call was 326 mg/dl, which the customer treated using the insulin pump. She complained of not feeling well. Upon troubleshooting, it was found that insulin did exit from the tubing and no leak was found during a manual prime. The insulin pump also passed the high pressure test; advised that the device was working as designed. Advised a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.